Manufacturer narrative:
It was reported that a patient underwent a procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a deflection stuck issue occurred. The picture investigation was completed on 14-jul-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip was observed semi-deflected with the piston up. Also, based on the picture it is not possible to determine if the catheter can be relaxed completely. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. No device has been received for analysis. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
No device has been received for analysis. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed.  Picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a deflection stuck issue occurred. Initially it was reported that there was a deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. The deflection issue reported was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Additional information was received on 19-jun-2023. It was stuck in a full deflected position. The knob/piston was able to be turned. There was no difficulty in removing the catheter. This event was originally considered non-reportable, however, bwi became aware that the catheter was stuck in a full deflected position on (B)(6) 2023 and have reassessed the event as reportable for a deflection stuck issue.